Event description:
It was reported that the customer had a broken belt clip. Customer's blood glucose level was 32 mg/dl. Customer stated that the clip was broken and not allowing him to clip the holster onto his clothing. Customer is being sent a replacement holster as a courtesy. Customer also reported in an email that emergency medical services was called when his blood glucose level was low. Customer reported that his blood glucose level was 70 mg/dl at the time, but his meter said it was 59 mg/dl after emergency medical services left. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.